Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 80-120mg/dl fasting. Verified the strips expire 11/30/2016. Customer confirms the strips have been stored in the kitchen and were first opened on (B)(6) 2016. Reviewed meter memory: (B)(6).